Manufacturer narrative:
Investigation: per the customer, immediately after starting the procedure, she noticed there were red blood cells (rbcs) in the plasma line, and when she looked through the view port, rbcs were at the top of the channel. She increased the entered hematocrit to (B)(4)% and the rbcs were still at the top of the channel. When she paused the system, she saw that the about (B)(4)% of the channel is clear yellow plasma and the rest is rbcs. She lowered the inlet flow from 70ml/min to 30ml/min. She also stopped the centrifuge to check loading and look for any obstructions in the disposable set. When she restarted the procedure, the rbcs rose to the top of the channel again and the plasma line exiting the channel appeared dark red like the rbc line. She stopped the procedure and drew a cbc to get an accurate hematocrit level. The initial entered hematocrit was (B)(4)% higher than the patient's actual hematocrit. The customer continued the procedure on the same machine with a different disposable set of the same lot number and the correct hematocrit and inlet flow of 50ml/min, and had no problems completing the procedure. A review of the lot for similar reports was carried out, none have been reported. The disposable set was returned for investigation. The set was inspected for missing parts, mis-assemblies, kinks and occlusions and none were found. Root cause: based on the description of the issue and the evaluation of the set, the root cause for this alarm was an rbc spillover, likely caused by the use of the previous day's hematocrit. This report was filed beyond the 30-day timeframe due to an internal processing error. An internal CAPA has been initiated to address the issue.

Event description:
The customer reported receiving an 'aim system detected rbc interface near top of channel' alarm after starting a plasmapheresis procedure and noted hemolysis in the collection tubing. Multiple attempts to clear the alarm were not successful, and they ended the procedure without rinseback. A new procedure was initiated with a new disposable set and was completed successfully. No medical intervention was necessary for this event and there were no ill effects for the patient. The customer submitted a medwatch form to the FDA for this incident. The customer declined to provide the patient identifier. This report is being filed in response to the customer filing a medwatch with the FDA.